Manufacturer narrative:
The customer¿s report of tubing separating from the texium was confirmed, however, the tubing was found to be separated from the male luer component. Visual inspection observed a separation between the tubing and the male luer. Insufficient solvent was observed around the end of the tubing where the separation occurred. The separated tubing was measured and found to be within specification. Functional testing could not be performed due to the separation. The root cause was insufficient solvent applied around the end of the tubing where the separation occurred.

Manufacturer narrative:
Concomitant medical products: non-cfn secondary set; 10ml bd syringe ref (B)(4), lot 7024551, exp: 01/31/2020, 0.9% sodium chloride injection; 100ml baxter bag, ndc (B)(6), lot p355750, exp oct 18, mesa dextrose 5%; therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer stated that the primary ivfs, ns were connected to chemo tubing at the y-site. Doxorubicin was infusing continuously. During the infusion, the tubing separated at the engagement to the texium. The patient reconnected the tubing immediately and stated no fluid leaked. There was no report of patient harm.

Manufacturer narrative:
Additional information provided from customer medwatch.

Event description:
Received a copy of the customer's maude report from FDA which states, " defective infusion set. This event involves hospitalized inpatient receiving continuous infusion doxorubicin chemotherapy. Patient called nurse to report "tubing popped out when I turned to the side". Patient quickly reattached tubing and no evidence of chemo spill. Rn disconnected and saved tubing for pharmacy to inspect. The infusion set was bd 10013361t; lot #15095909. The flexible plastic tubing had disconnected from the confirming separation due to insufficient bonding solvent; a problem in the manufacturing process. I asked if this was lot related and if there was any recall of the product. Response from bd was no recall and corrective action plan in place to resolve the issue. Second issue with infusion sets at same connection spot on different patient prompted this reporting to FDA. Will file separate report for second incidence. "